Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead had dislodged, the lead had previously paced the his bundle but it was noted to have dropped into the rv. The lead was explanted and replaced. No patient complications have been reported as a result of this event.